Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had fluctuations in threshold and the patient was admitted for syncope and loss of capture. The physician felt that the unstable threshold was due to a conductive fibrous tissue surrounding the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.